Manufacturer narrative:
Report source - foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system would not register the patient. The site think that it is a software failure. There was less than an hour delay in the procedure. No impact on patient outcome.